Event description:
Per the clinic, after the patient¿s initial surgery, the patient experienced difficulty with the healing of the wound and the patient was treated (treatment not reported) in 2009, the patient was administered augmentin for an ear infection that caused pain and a discharge. The patient was then admitted into the hospital two months later, due to the infected scar and the patient was explanted three days later. Reimplantation is planned but had not taken place at the time of this report the following month.